Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00452. This report is being submitted as additional information. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 70 days. Manufacturer's investigation conclusion: no product was returned for evaluation. The report of a pump stoppage event was confirmed based on the evaluation of the submitted log files. The submitted system controller event log file showed a pump stoppage event lasting approximately 3 seconds, followed by the system resuming operation at the set speed. The event in the log file appeared consistent with an electrostatic discharge (esd) event. No other unusual events were noted and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further related events have been reported at this time. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had presented to the emergency department on (B)(6) 2017 after receiving two shocks from their medtronic ICD. Patient¿s rtf was 76. The patient¿s system controller log file was submitted for review. Upon review of the submitted log file by a representative of the manufacturer¿s technical services, a pump stop was observed on (B)(6) 2017 at 22:18:24 which appeared to be associated with an esd event. During an esd event the pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during the reset and restarted promptly as designed, and functioned as intended during the event. Per the representative, a driveline disconnect was not recorded within the log file. It was reported by the healthcare professional that the patient had caught the driveline and gave it a sharp tug at around the date and time of the observed esd event. There reportedly was no damage to the driveline evident from a visual and tactile inspection. The modular cable was verified to have been in the locked position at the time of the event, but this was not confirmed during the patient¿s initial account of the event. It was possible it was not at the time of the pump stop.

Manufacturer narrative:
Section a4: correction.